Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a central mesh extrusion. The patient underwent a mesh trim under general anesthetic and close over. Additional information will be requested.